Event description:
It was reported that the patient felt palpitations and went to the hospital where the physician programmed the device low pacing rate. The patient later felt dizziness and again went to the physician who programmed the low pacing rate. No anomalies were found with the device and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).